Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. It was also reported that the pump shutdown and reset unexpectedly, and also declared a temperature alarm. A review of pump history indicated a series of low power alerts annunciated prior to pump shutting down. There was no impact to the customer's blood glucose level as customer is not diabetic and pump is not being used for insulin delivery.